Event description:
Call center report states patient is still having pain after revision two years ago. Further follow-up for medical records state the pt was originally revised due to poly wear with osteolysis.